Event description:
The customer reported that when the monitor is turned on in monitor mode, it powers up in defib mode and then shuts off. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that when the monitor is turned on in monitor mode, it powers up in defibrillator mode and then shuts off. There was no report of patient involvement. The unit was evaluated by philips. The reported failure could not be recreated. At the discretion of the philips, repair technician replaced the optical switch. Philips was not able to confirm a malfunction, however, we will consider this malfunction based on the customer's reported symptoms.